Event description:
The stapler wouldn't release per surgeon.manufacturer response for echelon flex 60 stapler, echelon stapler (per site reporter).======================took a description of the incident, rga# issued; will send replacement product and return kit.